Manufacturer narrative:
Philips service replaced the flat protector controller and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that clairvoyance disappeared during ablation examination on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.